Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device remains implanted in the patient.

Event description:
Patient initially implanted with bifurcated stent and suprarenal aortic extension on (B)(6) 2013, angiogram confirmed after stent placement there were no leaks. Patient expired.